Event description:
Info received alleged that the head will not raise. Bed was in storage and not being used.

Manufacturer narrative:
Tech found that the head will not raise due to bad valve. Replaced the valve to resolve this issue. Bed located in storage, and was not being used.